Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the malfunction occurred due to component failure of the light guide bundle. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device exhibited broken light bundle. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.